Manufacturer narrative:
The root cause of the companion 2 driver not passing the system check test was determined to be a 9-volt battery which did not meet specification requirements. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its investigation and is closing this file. Ce 5669 (B)(4) follow-up report 1.

Manufacturer narrative:
The companion 2 driver will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR. (B)(4).

Event description:
The companion 2 driver was not supporting a patient. The customer, a syncardia authorized distributor, reported that the companion 2 driver did not pass the system check.